Event description:
It was reported that the patient came into clinic due to a patient notifier for the out of range impedance. The impedance has steadily increased since (B)(6) of this year to almost double. Capture and sensing were stable and in-range. There were no episodes of noise and no noise could be produced with isometrics. It was recommended that pocket manipulation is performed to look for noise on the lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.